Event description:
Prior to stent development, the vessel was pre-dilated with a 5x80 balloon, and a .014" guidewire was used. The procedure began using another manufacturer's stent delivery system that would not cross to the target vessel and then a small diameter balloon was used to assist in crossing. In an attempt to cross with the supera stent delivery catheter, the thumb slide broke due to over force in heavy calcified distal sfa. The hemostats were attached and the remaining portion of the undeployed stent was deployed. Post deployment angiograph showed the stent was successfully deployed. There was no effect to the patient. The IFU requires a .018" guidewire be used and the vessel should be prepping using a 6mm balloon.

Manufacturer narrative:
The device was not returned for analysis. The device history records for the stent delivery system were reviewed and no anomalies were noted that would have led to the broken thumb slide. This is the second thumb slide break since release of this device in june 2007. The force that was applied to the device, vessel preparation and deployment technique are likely the cause of this event. The physician was not trained on the use of the device. The physician has since been instructed. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance.